Event description:
New information received notes that the device was explanted and replaced. The patient has recovered completely and doing fine.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed it was in eri when received. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, elective replacement indicator notice due to premature battery depletion was noted on the patient's device. Device replacement was discussed. The patient was stable.